Event description:
The pt called lfs and alleged the one touch basic original meter does not power on. The pt states symptoms of feeling dizzy. A medical professional was contacted for advice. The pt took oral medication for diabetes. It is unclear if this is a scheduled dose. No other medical treatment is stated. The customer care rep performed troubleshooting and the meter would not power on. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced and return is expected.